Event description:
Customer called to report low bgs hospitalization. It was stated that the pump was not priming properly. The pump was rewound, the reservoir was inserted and primed out. Once the insulin came out the customer removed the introducer needle. The activate button was pressed and the screen prompted a manual prime. Customer held the activate button. They thought they were supposed to do. Insulin was pushed into the body. Customer was disconnected from pump. Troubleshooting was performed. When customer pressed the escape button, the device went into the rewind mode and then automatically primed the reservoir pushing out all the water.